Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code reappeared, which the caller understood and acknowledged.